Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3 : it was reported that while using bd microtainer® k2e tubes that there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: blood is clotting in microtainer tube after sample collection. Blood sampling had to be repeated 3 times (on child) as sample clotted in tube. Samples from other patients showed same issue. Lack of edta in tubes. The issue was seen in samples from 3 different patients. Has there been any patient impact ? Only delayed results due to needed re-sampling.

Event description:
Report 1 of 3 it was reported that while using bd microtainer® k2e tubes that there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: blood is clotting in microtainer tube after sample collection. Blood sampling had to be repeated 3 times (on child) as sample clotted in tube. Samples from other patients showed same issue. Lack of edta in tubes. The issue was seen in samples from 3 different patients. Has there been any patient impact ? Only delayed results due to needed re-sampling.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 06-sep-2023. Investigation summary: bd received 300 samples for investigation. All samples were evaluated by visual inspection with no issues observed. Additionally 15 samples were evaluated by functional testing and the indicated failure mode for additive abnormality with the incident lot was not observed. Furthermore, 15 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.